Event description:
Reporter initially stated the infusion device displayed an e7 electronic error. No physiological effects were reported. The infusion device was evaluated. E7002 errors were found in the history, and it was found the vibrator motor does not function. An internal defect of the vibrator led to the problem, and the acoustic and visual alarms were not affected.

Manufacturer narrative:
The event occurred in (B)(6).